Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No accessory components were received with the device. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis revealed that the anchor was still present within the hemostasis sheath. There was a cut observed in the hemostasis sheath. No other visual anomalies were noted with the device. Functional testing of the device was not possible since the sheath was cut causing the anchor to be exposed. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device". Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio seal device was used in a case at an outpatient center. The anchor did not deploy out of the sheath. The staff did use a blade to cut the sheath to verify that the anchor did not deploy and was not in artery. Blood loss was less than 250. The procedure outcome was a hematoma.